Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while administering blood products, the tubing was noted to be leaking at the distal end from the area of transition between the hard plastic and soft plastic above the male luer lock. There was no patient harm reported.